Event description:
It was reported that a pt who underwent anterior capsulotomy and lens fragmentation with the catalys system (system) subsequently experienced an anterior capsule tear that extended to the posterior in the operating room during the surgical procedure to remove the cataract. The surgeon noted the capsule tear after removal of the capsulotomy disc. An anterior vitrectomy was performed at a later date by a retina specialist. No add'l complications and/or medical intervention were reported.

Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system oct recording it was determined that there were no system anomalies observed and all settings and parameters of the system were found to be within acceptable limits. The system database video images indicated minimal eye movement during the laser treatment. The surgeon stated that an incomplete capsulotomy section inferior was observed in the operating room prior to the removal of the capsulotomy disc. Additionally, the surgeon stated standard continuous curvilinear capsulorhexis (ccc) surgical technique was used to remove the capsulotomy disc. The cause(s) of the anterior to posterior capsule tear is unk.